Event description:
A patient had a double lumen central venous catheter inserted approximately three months ago. The central venous catheter was removed after one of the lumens was noted to be occluded and bulging approximately 2 months after insertion. Upon removal, a tear was noted at the 4cm mark. The catheter was replaced.